Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Customer reports broken/damaged inpen. No harm requiring medical intervention was reported. Mmt-105elpkna was requested and the device was returned for analysis.

Manufacturer narrative:
H6: component code-758 type of investigation-758, investigation findings-758,investigation conclusions-140=bc07af the inpen paired to the commercial app with small pairing dose. Dose dial, dose button and dose detent are physically damaged due to dog chews, making it difficult to dial a dose. Unable to perform functional test due to physical damage. Inpen passed front cap investigation. However, dog chew marks also noted on the front shell, front cap and broken pocket clip. In conclusion: inpen received physically damaged due to dog chew. Therefore, the customer concern of inpen being physical damage is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.